Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Iol returned wrapped in surgical gauze. Solution is dried on both surfaces of the optic and one haptic. One haptic is broken/torn and is returned inside a cartridge, the other haptic has fibers. The optic has a piece missing and is cracked/fractured and scratched/marked-rejectable with loose fibers & particulate. Haptic in cartridge sent to investigation site for further evaluation the used cartridge was received. Viscoelastic was observed in the cartridge. A broken haptic was observed in the cartridge nozzle. The cartridge has evidence of placement into a handpiece. No cartridge damage observed. The cartridge was cleaned for further evaluation. The haptic was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. The complainant indicates the use of non company ovd and non company injector which are not qualified for use with the associated iol model. The root cause may be related to failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified injector and ovd combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The complainant indicates the use of non-company ophthalmic viscosurgical devices (ovds) and non-company injector which are not qualified for use with the associated iol model. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the cataract surgery with intraocular lens (iol) implant procedure, leading haptic was found missing after implantation. It was confirmed that the leading haptic remained in the cartridge. The surgery was completed after replacing the product with another one. Additional information has been requested.